Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted with the plate on (B)(6) 2020. On (B)(6) 2020 the patient had a fall and underwent a revision surgery on (B)(6) 2020 to fix the bone fracture and exchange the plate. Review of received data: due diligence: further due diligence to support the conclusion was completed and documented. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that the patient was implanted with the plate on (B)(6) 2020. On (B)(6) 2020 the patient had a fall and underwent a revision surgery on (B)(6) 2020 to fix the bone fracture and exchange the plate. Neither x-rays, operative notes, office visit notes, nor device or photos of the device were received; therefore the condition of the component is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Further, it is reported that the patient had a fall. It is assumed that the bone fracture occurred due to the fall. Due to the limited amount of information available it remains unknown if and to what extend the patient¿s fall might have contributed to the breakage of the ncb pp plate. Based on the investigation the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.